Event description:
It was reported by medical staff that while a patient was at home they experienced a battery that changed to the lower capacity battery. The battery had been changed out due to "battery low". The battery was replaced with no reported consequence or impact to the patient. No additional information was reported.

Manufacturer narrative:
Log file analysis review date: (B)(6) 2015. Data through: (B)(6) 2015. Normal power consumption. No alarms logged in the last 14 days of available data. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.